Event description:
Hcp reported to manufacturer the concentration change was programmed and the implanted pump was updated with the new drug and infusion information. Due to the change in concentration, a bridge bolus is recommended. The hcp reported the bridge bolus screen never appeared on the programmer display, once the concentration was changed, and thought this was automatically done. The patient was still in the clinic so the pump programming was corrected, and the pump was updated to include a bridge bolus. All the programming occurred within minutes, therefore there was no patient adverse event or effects experienced due to the programming changes.